Event description:
The customer called for assistance with the fixed prime. Found that the insulin pump was shooting out the insulin during the manual prime. Advised the customer that the insulin pump would be replaced. During the call, the customer's blood glucose reading was 58 mg/dl. The customer treated with orange juice, but his next blood glucose reading was 55 mg/dl. The customer was confused, and appeared to be in need of medical assistance. The customer's mother stated that she would be taking him to an emergency clinic. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.